Event description:
Boston scientific received information that this patient presented to emergency room with pre-syncopal conditions and an escape rate of 26 beats per minute. Additionally, it was noted there was no capture or sensing on the right ventricular lead along with high impedances greater than 2500 ohms. It was determined both the right atrial and right ventricular leads were fractured at the clavicle. A procedure was therefore performed to partially explant both the leads. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was partially explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a lead evaluation was performed on the returned proximal lead segment, which was severed 996 millimeters from the pin. The lead segment passed a continuity test, therefore the fracture site could not be confirmed at this time. No additional testing was performed.